Manufacturer narrative:
(B)(4). The device was manufactured october 14, 2015 ¿ october 15, 2015. The device was received for evaluation with approximately 120ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the device¿s distal luer. The device was found to flow normally without stopping until the device was completely empty. A functional flow rate test was then performed, and the flow rate was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was unable to deliver its medication. The device was filled with of 87.2ml fluorouracil and 34.1ml sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.